Event description:
It was reported that the patient was experiencing discomfort and pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and repositioned. The patient was doing well post-operatively. The device remains implanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.